Event description:
It was reported that the right ventricular (rv) lead experienced t-wave oversensing (twos). The patient received inappropriate therapy. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary (B)(4): the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant products: d164awg implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2009; 4470 competitive implantable pacing lead implanted: (B)(6) 2009. (B)(4).